Event description:
Undergoing right knee surgery lower "tip or" "jaw" of clamp broken off 3mm from tip during extraction of loose body. Retrieval attempted for 45min with fluoroscopy control. The retained metal piece could not be retrieved from pt's knee.